Manufacturer narrative:
Reference user facility medwatch report, pg 1 of 1. Codman has requested return of the paties for evaluation. A follow up report will be filed upon receipt of the patties and completion of the evaluation.

Event description:
Per user facility medwatch report during spinal surgery for decompression and fusion, it was noted that the cottonoids that were in use were not showing up on x-ray. Seven cottonoids in the spinal wound were not visible on fluoroscopy. Cottonoids that were removed from the wound and placed in a kidney basin were visible on fluoroscopy. Note: customer is unsure of the device lot code. Reports it could be (B)(4). Ref reports: 1226348-2004-00266; mw 5064153.